Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5079931. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that a phlebotomist was collecting a patient's blood with a 21 g x 1.25 in bd eclipse blood collection needle with luer adapter. The phlebotomist tried to activate the safety mechanism by pressing it on the patient's bed and while doing so the safety mechanism broke off and the phlebotomist was stuck with the contaminated needle. Both the patient and the phlebotomist received routine post exposure lab work. The results of the testing were negative and prophylactic treatment was not provided.